Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to non-function, redundancy, and MRI. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead, and a spectranetics lld # 2 lead locking device (lld #2) in the rv lead to provide traction. Using a spectranetics 16f glidelight laser sheath and a spectranetics tightrail rotating dilator sheath, the rv lead was removed. Switching to the ra lead with the 16f glidelight device, advancement was made to the superior vena cava (svc)/innominate junction, encountering dense fibrosis on the lead. However, once past the area, the patient's blood pressure dropped. Rescue efforts began, including a rescue balloon and sternotomy. An svc/innominate junction perforation was discovered and repaired (MDR #3007284006-2025-00092). The decision was made to abandon the procedure, and the remaining ra lead, along with the lld ez, was cut/capped and remained in the patient (MDR# 3007284006-2025-00093). There was no attempt made to unlock the lld ez. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from the facility. A3b) patient gender - not available from the facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from the facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) perforation of vessels and great vessel perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.